Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on november 9, 2021.

Manufacturer narrative:
This report is submitted on september 08, 2021.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to discontinue use of the device. The device was explanted (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.